Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported feeling dizzy and felt like his heart rate was getting low. He later reported that he had experienced pacing pauses of 3-4 seconds. Boston scientific technical services (ts) referred him to his physician. A remote monitoring interrogation was completed and there were no episodes stored in the device corresponding with the patient's symptoms. No additional adverse patient effects were reported. This device remains in service.